Event description:
Same case as MFR#: 2134265-2010-03977. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in an unspecified vessel. An unknown choice floppy guide wire was placed and an 8mm x 1.50mm apex push balloon catheter was loaded onto the wire. While attempting to advance the balloon, it became stuck on the wire. The devices were removed together as a unit. There were no patient complications reported and the patient's status is fine.

Event description:
Same case as MFR#: 2134265-2010-03977. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in an unspecified vessel. An unknown choice floppy guide wire was placed and an 8mm x 1.50mm apex push balloon catheter was loaded onto the wire. While attempting to advance the balloon, it became stuck on the wire. The devices were removed together as a unit. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device returned to MFR: the complaint device was returned with a guide wire stuck in the wire lumen. The guide wire was unable to be removed from the balloon catheter with minimal force. The balloon catheter was inspected with the guide wire stuck in the wire lumen. Microscopic inspection revealed the strain relief and outer and inner shaft components were damaged and the balloon was bunched up. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. Subsequently the balloon catheter sheath was cut in the investigation, to remove the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).